Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and observed bubbles during priming. The fse replaced multiple parts, which included the buffer valves, the degasser assembly, the ise tubing, the mix bar, and the sample pot to resolve the issue. The fse decontaminated the mid solution and installed fresh reagent and the reference block. The fse then performed calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium, chloride and carbon dioxide due to low anion gap values on their dxc 700 au clinical chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.